Manufacturer narrative:
(B)(4). Visual examination of the returned device determined the access port tubing connector to be a tapper ii. Allergan has rec'd the product however the analysis has not been completed at this time. Discomfort and reflux are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause of these events. No add'l info has been reported to allergan regarding the serial number or catalog number. Further info from the reporter regarding the diagnostic testing has been requested. Device labelling addresses the possible outcome of dysphagia as follows: ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures. Device labeling addresses the reported event of "severe discomfort" as follows: there were add'l occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1 % of subjects included: abdominal pain, chest pain, incision pain and port site pain."

Event description:
Health professional reported: "explanted lap-band and port/severe discomfort and reflux/pt elected for sleeve gastrectomy."